Manufacturer narrative:
The sonicare adaptive clean brush head is an accessory to the sonicare power toothbrush. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the adaptive clean toothbrush head of their sonicare power toothbrush had bristles come off in their mouth and they had a choking sensation.